Event description:
It was reported that: three clinicians have been splashed directly in the eye with suprane as they were done filling the vaporizer. One crna was injured as a result of suprane directly splashing in her eye. She fell to the ground in severe pain and was urgently treated by her eye doctor. She had to perform a series of eye drops and treatments for a week. Unfortunately, she then developed a subconjunctival hemorrhage. She is doing fine now.

Manufacturer narrative:
The investigation has been started, results will be provided in a follow-up report.